Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a 71-year-old male patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical germany. During the investigation it was noted that the device was subjected to full functional testing, including defibrillation shock testing at various energy settings, with no discrepancies found. Review of the device data file determined that the no shock advised decision was consistent with the recorded waveform, which did not meet the criteria for a shockable rhythm. As a result, the device was found to meet specifications and was determined to be working as expected. No emerging trend based on similar reports.